Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 14 years old. Replaced motor assembly, worm gear, leadscrew, and clutch halves. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.